Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that twave oversensing was observed. The device will remain implanted and the patient is scheduled to come in for programming adjustments. The patient is stable.